Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to the information provided by the service department of olympus europa (B)(4), the board set and the video connector socket was replaced. Also, the reported event may have been caused by the printed circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was used with an olympus ultrasound videoscope gf-uct180, only vertical stripes and shadows were displayed on the endoscopic image. When the sdi cable connected to the sdi out1 terminal was touched, the endoscopic image changed, but the usable endoscopic image was not displayed. The olympus ultrasound videoscope gf-uct180 worked in another video tower without any problems. The user facility reported that the reported defect occurred unrelated to the patient. Therefore, there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the change history of the device parts and confirmed that the design of the dr board was changed on (B)(6) 2018. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc determined that the endoscope image may not have been displayed properly only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier, because this device was manufactured before the operational amplifier circuit design change of the dr board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.